Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The customer's blood glucose level was 180mg/dl. Troubleshoot was conducted but was unable to be completed. The customer declined to receive replacement and continue troubleshoots at this time.